Event description:
It was reported that (2) devices were used during a laparoscopic cholecystectomy. It was reported by the affiliate that the (2) er320 devices had jamming of the clips before coming out between the two jars during the firing step. Sometimes the clip is jumping out of the two jaws after completing the firing step of one of the clips or normal clips. There was no consequence to the pt.